Event description:
Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that six months post procedure instent restenosis occurred. Cryoplasty was performed with a .035 - 5/100/120 polarcath balloon in (B) (6) 2007 to treat an occlusion in the mildly calcified and non-tortuous superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. There were no patient complications. Patient status is reported as "improved abi's and no symptoms". (B) (6) 2008 intervention was performed to treat instent restenosis in the sfa. Patient status was reported as "improved abi's". However six months later patient was taken for femoropopliteal bypass surgery. Corrected event description: in (B) (6) 2007 a non-bsc stent was deployed to treat an occlusion in the mildly calcified and non-tortuous right superficial femoral artery. The stent was post dilated with a .035 - 5/100/120 polarcath balloon.

Manufacturer narrative:
Event was reported as: cryoplasty was performed with a .035 - 5/100/120 polarcath balloon in (B) (6) 2007 to treat an occlusion in the mildly calcified and non-tortuous superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. Corrected event description: in (B) (6) 2007 a non-bsc stent was deployed to treat an occlusion in the mildly calcified and non-tortuous right superficial femoral artery. The stent was post dilated with a .035 - 5/100/120 polarcath balloon. (B) (4).

Event description:
Non-bsc randomized controlled study comparing treatment of femoropopliteal disease with primary stenting and post angioplasty vs primary stenting and post cryoplasty. It was reported that six months post procedure in-stent restenosis occurred. Cryoplasty was performed with a .035 - 5/100/120 polarcath balloon in (B) (6) 2007 to treat an occlusion in the mildly calcified and non-tortuous superficial femoral artery. The procedure was completed with the deployment of a non-bsc stent. There were no patient complications. Patient status is reported as "improved abi's and no symptoms". (B) (6) 2008 intervention was performed to treat in-stent restenosis in the sfa. Patient status was reported as "improved abi's". However six months later patient was taken for femoropopliteal bypass surgery.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).